Manufacturer narrative:
Detailed product information was not provided when the event was reported to bsc through the FDA medwatch program. We are unable to request further information due to the anonymous nature of the initial reporter, and thus we are unable to provide the unique identifier (UDI) and other specific product, patient, or incident information.

Event description:
It was reported that during the pulse field ablation procedure to treat atrial fibrillation (a fib) with farawave catheter, the patient experienced a pericardial effusion. There was also a drop in their blood pressure. A pericardiocentesis was performed and the patient was transferred to the intensive care unit. The patient was deemed to be in stable condition. No further information was provided.